Event description:
It was reported that the luer lock of a clearlink solution set ¿broke off¿ during priming. This occurred after spiking a bag of amino acid solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation out of its pouch and primed. Visual inspection noted that the male luer was missing and was not returned with the device. Visual inspection also noted that the tubing end had no visible solvent plow ridge. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be a human error during the manufacturing process. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.